Event description:
Reporter alleged blood glucose measured 208 mg/dl so customer took normal amount of 15 units of rapid insulin and 4 units of regular insulin. Customer stated twenty minutes later, passed out, and relatives called 911. Customer indicated relatives treated him with glucose gel prior to the emergency medical technicians (emts) arrival. It was reported emt meter read 40, 30-45 minutes after the initial result. Customer stated being treated with food and juice afterwards however, no other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.